Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for having high blood glucose levels (300-400 mg/dl), and ketones. Customer was treated with an insulin drip while in the hospital.